Event description:
Pt used renu with moistureloc contact 3/11/06 through 9/8/06. He was seen at the eye clinic at hospital and diagnosed with a contact lens related corneal ulcer. He was currently on an intensive regimen for a fungal infection of the eye named fungal keratitis that required him to take antibiotic eye drops every hr while he was awake. It was crucial to do this but necessary in order to halt progression of the infection and save his vision. As such, it was difficult for him to function normally at school and needed rest while receiving this treatment of 3 months of gradually tapering therapy. Therefore, he was home schooled. And on his last appointment, he will be seen by a specialist that will determine whether he can wear eye contacts ever again.